Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) with a trace of ketones and correction boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were observed. Reportedly, the customer was to speak to a healthcare provider regarding the high bg and was to use a non-tandem pump to see if the bg level stabilize. The customer declined tandem technical support's offer to follow-up.